Event description:
It was reported the device was replaced due to a "connector issue." No patient complications were reported as a result of this event. It was later reported the patient had returned to the office the day after implant with impedances greater than 200 ohms. The physician replaced the device "due to the possibility of a damaged header." It had been noted that at original implant on (B) (6) 2009, blood had been found in both ports. The device was irrigated and all measurements through the device were normal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; grommet damage observed.

Event description:
It was reported the device was replaced due to a "connector issue." No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.